Event description:
A customer stated they received a reading of 27 mg/dl and upon retest received a result of 88 mg/dl when using excel off brand reagent strips. The difference in readings could be clinically significant. While on the phone a review of the system was made. The customer was informed that bayer does not provide or support the use of an off brand reagent. Electronic checks of the system were conducted and were satisfactory. The complaint is considered closed for purposes of MDR.